Event description:
Customer reports the compact plus system produced and undosed result of lo (< 10 mg/dl). No action taken based on device result. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.